Event description:
The reporter indicated the surgeon implanted an unknown model implantable collamer lens into the patient's eye. Reportedly "patient developing cataracts post icl implantation". No post exchange data was provided. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Claim#(B)(4).